Event description:
The account alleged the bed would not place a nurse call. No injury reported.

Manufacturer narrative:
Issue was not able to be duplicated by hill-rom technician. No further information is available on the repair of the bed at this time.